Event description:
It was reported that the patient developed an infection at the pocket site (B)(6) post implantation. The patient was started on oral antibiotics. She did not improve and was then admitted to the hospital on (B)(6) 2011, with drainage at the pocket site. The device was removed. Additional information was requested.

Manufacturer narrative:
(B)(4).